Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "indicates it's running but nothing is coming out". They stated that the pump alarmed no flow out before this and they found the patients tube clamped, that they turned the pump off and back on and received an error code 63, and the events resulted in a delay in therapy. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).